Event description:
It was reported that the patient experienced neurogenic bladder of moderate severity, and required hospitalization or prolongation of hospitalization for treatment of the adverse event. The onset of the neurogenic bladder was reported as (B)(6) 2012. The pump dose was decreased on (B)(6) 2012 to 25mcg/day to help control the neurogenic bladder. It was noted at the time of refill on the same date as the dose decrease, the pump volume was found to be accurate. The patient outcome was reported as not recovered as of (B)(6) 2012. The medication in the pump was gabalon. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient was assessed on (B)(6) 2012 and (B)(6) 2013, and patient¿s status has improved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, serial # (B)(4), implanted: unknown, product type catheter. (B)(4).